Manufacturer narrative:
Testing of actual/suspected device(10) fse evaluated unit and replaced power management board. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) did not show any voltages when switched to power management dsp for the first time. A battery with a production date of 1980 was also detected or no batteries at all were recognized. There was no patient involvement and there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not show any voltages when switched to power management dsp for the first time. A battery with a production date of 1980 was also detected or no batteries at all were recognized. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone, event site email), g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d5, e1(initial reporter), e2, e3, e4, g1(contact person), g3. *the initial reporter named in block e1 is a getinge employee. A contact at the event site is (B)(6).